Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery drawer was broken and contaminated. It was also noted that the upper case was broken and the ring cover was broken. (B)(4).

Event description:
It was reported that the battery door on the external pulse generator did not open when the button to release it was pressed. The generator was returned for service. No patient complications have been reported as a result of this event.